Event description:
Pt called lfs in 2004 alleging the c button on the meter would not work. The pt was able to obtain a result of 400 mg/dl. The pt had high blood glucose symptoms of nervousness and vomiting while attempting to test. Pt tested 35 minutes later and the result was 209 mg/dl. The issue with the meter was not resolved with troubleshooting. No further info has been reported. The meter has been replaced for the pt.